Manufacturer narrative:
Added: d6a, d6b. Corrected: h3. The cause of the battery level low alarm on ic2448 was a communication anomaly between the battery and the power battery management board. The cause of the placement signal low alarms could not be determined due to the inability to reproduce during testing.

Manufacturer narrative:
Corrected information was provided in d1. Upon review, the brand name has been updated. Added d9 and h3 was updated to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the battery level low alarm on ic2448 was a communication anomaly between the battery and the power battery management board. The cause of the placement signal low alarms could not be determined due to the inability to reproduce during testing.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced battery issues on the supporting automated impella controller (aic). The aic battery was 50% when not plugged in.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.